Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during clinical use, the ventilator's pediatric esophageal pressure (pes) was higher than expected. The pes was 10cmh2o when inflated and 5cmh2o when deflated. The esophageal balloon will be returned for testing since it appears to over inflate, causing pressures of 2-10cmh2o at atmosphere, when it should be zero. There was no harm to the patient.